Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, after capturing a stone within the basket, it became impacted. A rescue lithotripsy was attempted with an alliance handle, but the pullwire broke prior to tip detachment. A sohendra lithotripter device was used to crush the stone, and then the basket was removed from the patient. The procedure was completed using the sohendra lithotripter device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, after capturing a stone within the basket, it became impacted. A rescue lithotripsy was attempted with an alliance handle, but the pullwire broke prior to tip detachment. A sohendra lithotripter device was used to crush the stone, and then the basket was removed from the patient. The procedure was completed using the sohendra lithotripter device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination found that the device returned with the wire basket assembly removed from the coil assembly. The coil assembly and sheath were buckled. Additionally, the pullwire was broken, bent and separated. Furthermore, the guidewire lumen (sidecar) was torn and presented with pushback (likely due to operational context). The basket wires were folded over and bent. The basket tip was intact. The condition of the returned unit was consistent with the complaint that the pullwire was broken and the tip failed to detach. A material review of the broken component found no anomalies and concluded that the tip and pullwire joints met specifications. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.